Event description:
It was reported by dealer that the irc5po2v concentrator is shutting down, no alarm. 8953 hours on unit.

Event description:
It was reported by dealer that the irc5po2v concentrator is shutting down, no alarm, 8953 hours on unit. The product was returned for evaluation and the underlying cause was identified as a defective hose clamp and ty wrap causing using to shut down. Issue with unit not alarming could not be duplicated.

Manufacturer narrative:
Follow up with be filed if additional information is received. The product was returned for evaluation and the underlying cause was identified as a defective hose clamp and ty wrap causing using to shut down. Issue with unit not alarming could not be duplicated.

Manufacturer narrative:
Follow up with be filed if additional information is received.